Event description:
Boston scientific received information that this patient had infection and the device eroded through the skin. Removal and replacement of the device was planned. All available information indicates that the product remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) was explanted. No additional adverse patient effects were reported.